Event description:
Manufacturer's ref : (B)(4).

Manufacturer narrative:
It was reported that when the compressor was started its fuse burned out. There were not any signs of corrosion on the blown fuse or in the fuse holder or any dust in the mains inlet. It was found that the compressor's starting capacitor was faulty. No part was returned. The conclusion is that the replaced compressor motor start capacitor was defective. As no goods were returned for investigation, the root cause why the motor capacitor failed could not be determined.

Event description:
It was reported that the compressor did not start due to the fuses were blown. There was no patient harm. Manufacturer's ref : (B)(4).